Event description:
The user facility reported a burnt odor emanating from the table at the start of a patient procedure. Patient was transferred to another table and the procedure was completed successfully. Event did cause a procedural delay while patient was transferred. No report of injury to patient or staff.

Manufacturer narrative:
A steris technician inspected the table and found. The power supply had a component failure, stain/residue from fluid was present on the top surface of the power supply, no rtv sealant was present at locations of shrouds to prevent fluid intrusion; and base shroud warning and weight limit labels were not present. The technician replaced the power supply, all burnt cables, hand control, column shroud covers, missing labels and necessary hardware (sr# (B)(4)). The technician properly sealed the table with rtv and confirmed it was operational. Steris performed an in-service on proper maintenance and service for the table. The reported event is attributed to a lack of proper maintenance to ensure rtv sealant is present at required locations of the shroud to prevent fluid intrusion, as identified within the equipment maintenance manual. The table is maintained by the user facility biomedical personnel.